Event description:
A malfunction was reported on the pump, identified by malfunction code malf 0. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was advised to reset the pump, and no adverse impact to the blood glucose level was noted. The customer plans to follow up when ready to complete the pump reset.